Event description:
The customer reported boot up problems. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the isolation transformer lugs. System operates as intended. (B) (4)